Manufacturer narrative:
It was reported that the table slide function was intermittently unresponsive when operated from the hand control interface . A stryker field service technician (sfst) investigated the issue and confirmed that the slide sensor needed to be replaced. The device was repaired and returned to use. There was no patient injury reported or adverse event reported.

Event description:
It was reported that the table allegedly experienced inadvertent motion with no one from customer staff was using the hand control interface. There was no patient injury reported.